Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced a seizure, a loss of consciousness and was unable to self-treat. Customer received third-party intervention by husband who provided glucose gel as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was visibly not properly seated and no issues were observed on sensor patch. Visual inspection has been performed on the sensor plug assembly and no issue were observed. Therefore, this issue is not confirmed to use due to plug not properly seated. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced a seizure, a loss of consciousness and was unable to self-treat. Customer received third-party intervention by husband who provided glucose gel as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.